Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and determined that out of (B)(4) samples run between 4/27/2014 and 5/6/2014 on this instrument; this was the only discordant patient sample. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Upon follow-up, the customer stated no issues have been seen on the instrument. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower for all methods. The sample was then repeated on an alternate instrument, resulting lower for k and cl than the initial and first repeat results. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
The initial MDR 1226181-2014-00293 was filed on may 28, 2014.additional information (07/03/2014): it was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions.